Manufacturer narrative:
On 3-dec-2025, additional information was received indicating it was not believed a new varipulse catheter was used. Device evaluation details: the varipulse device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, however, no magnetic, noise, or electrical issues were found. Additionally, the device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that "careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed the remedial action details were inadvertently omitted from the 3500a initial medwatch report. As such, the information has now been added to fields h7. Remedial action initiated type and h9. FDA correction/ removal reporting no. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced a small stroke reported after returning to the hospital. It was initially reported that the tissue proximity indication (tpi) visualization for the varipulse catheter was not working. Visualization was reset without resolution but the procedure continued without resolution. No patient consequence was reported at this time. On 30-october-2025, a hospital employee reported adverse event to the caller. It was reported that the patient suffered a "small stroke" after the afib ablation procedure with the varipulse catheter. The procedure was performed (B)(6) 2025. There were no complications during or immediately after the case. The patient was discharged and went home. They returned to the hospital later the same day with lethargy. A magnetic resonance imaging (MRI) revealed a "small stroke." It was unknown if any intervention was performed or administered. The last known patient status was "fully recovered and went home." The physician stated they did not believe the event was related to the ablation procedure. Additional information received indicated the intervention provided was MRI and patient was held for an overnight stay for observation. Relevant tests/laboratory data was MRI. The activated clotting time (act) before procedure was >350, and the act during procedure >350. One transseptal puncture site was performed during the procedure. The type of delivered energy was pulse field ablation (pfa). No ablations were performed outside the pulmonary veins. The neurological issue observed was symptomatic. The patient¿s symptoms were resolved. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. The type of electrophysiology procedure being performed was a new procedure. Pre-ablation thrombus check was performed with transthoracic echocardiogram (tee). No stacking occurred for this procedure. The irrigation rate used during this procedure was 30 ml/min.

Manufacturer narrative:
On 11-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).